Event description:
It was reported that on the device's large keypad, none of the buttons on the left column are operable. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control recommended customer to replace the keypad cable assembly or the interface pcb to restore proper device operation. The customer later confirmed that after replacing the interface pcb on the device, it is now functioning properly. The removed board will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.